Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Requested, not yet returned.

Event description:
After sterilization, a missing pin was noted in the femoral contour block. No patient injury or delay in a procedure has been reported as a result of the event.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The block shows evidence of wear especially where the blade is inserted and one of the pins is missing therefore the complaint is confirmed. Review of device history records found these units were released to distribution with no deviations or anomalies; there was no evidence of product nonconformance. The pins are threaded into the block and then laser welded into place. It is still possible to remove the pins however, if sufficient torque is applied. A definitive root could not be determined. This device is used for treatment.